Event description:
Pt had a right hip replacement in 2003. Pt has had subluxation problems on both sides. Pt was admitted due to a failed total hip arthroplasty due to dislocation and instability. Pt underwent a revision right total hip arthroplasty where all components were removed and replaced.